Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they charged the implant fully last night and turned the stimulation off last night. Patient stated they went to get MRI this morning and the implant battery was almost completely drained and, in the yellow, and they could not do the MRI today. Agent asked patient to connect with the controller and controller show implanted neurostimulators yellow, controller 100% charged and recharging with excellent quality. Patient service asked if patient had a fall or trauma recently and patient said they had a fall in (B)(6) and that might have affected the battery in her back end and another fall in (B)(6). Patient mentioned they have been doing weird things in her sleep like taking selfies and she is not sure how they could have changed the stimulation while sleeping. Patient stated her intensity is at 6.6 when it should be at 3.9v. Patient stated they normally charge the ins every day, twice day or every day and half. Agent reviewed device function and best practice for recharging. Agent recommend patient monitor device and consult with hcp ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.